Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 33 mmol/l and was subsequently taken to the emergency room (ER). There were no reported signs or symptoms of hyperglycemia. The patient was reportedly given a correction injection at the ER, and was admitted to the hospital overnight when her bg did not adequately resolve. The family member stated that the patient changed her site/set on (B)(6) 2011, and the pump began emitting call service alarms on (B)(6) 2011 during basal delivery and while priming the pump. He stated that the patient did not change her site/set or give a correction for the elevated bg after call service alarms began. The user guide instructs the patient to change the site/set every three days; the patient reportedly used the same site/set for four days. The patient reported in a follow-up call that she was released from the hospital on (B)(6) 2011. She stated that she resumed insulin pump therapy on (B)(6) 2011 and her bg has been within normal range. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). In regards to the reported call service alarms, the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Use error cannot be ruled out as a cause or contributor to the patient's alleged hyperglycemic event, as the patient used the infusion set for a longer than recommended time period, and did not adequately respond to elevated bgs. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals on (B)(6) 2011 and (B)(6) 2011 are inconsistent with the rest of the total daily values. No data in the black box from the time of the reported 064 alarms and hospitalization due to continued patient use. The alarm history showed call service 064-0001 alarms and call service 088 alarms. During testing, the pump emitted a cs 088 alarm one hour after the pump powered on. Performance testing was unable to be performed due to the pump emitting call service alarm.